Event description:
The user facility reported the device safety-bar was stuck, which can cause or contribute to unintended activation, during inspection of the handpiece. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
H3 other text : product not available.

Event description:
The user facility reported the device safety-bar was stuck, which can cause or contribute to unintended activation, during inspection of the handpiece. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.